Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of telemetry failure, however, the link electronic module (lem) and the radiofrequency head were exchanged, and the lem calibrated. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. It was further indicated that it was requested that the programmer receive a test and calibration. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.